Event description:
The surgical lights drift. When the light was being directed into the wound the light cover fell onto the sterile mayo stand. The light handle cover was removed and contaminated area covered with a sterile towel.